Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the foam tip plunger overrode and tore the lens. There was no patient contact.

Manufacturer narrative:
The product for this complaint was not returned for evaluation, however, the lens was returned stuck inside the cartridge. The wall of the cartridge was slit and there was a clear surgical residue it.